Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 19 mg/dl which was lower than a meter in reading of 181 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Dhrs (device history review) for the precision strip was reviewed and the dhrs showed the precision strip met specifications prior to release to distribution. Visual inspection has been performed on the returned reader and returned test strips and no issues were observed. Performed spiked venous blood testing and results were satisfactory. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 19 mg/dl which was lower than a meter in reading of 181 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.